Event description:
It was reported a sjm representative met with the patient and upon device interrogation the representative was unable to locate the patient's ipg with the patient programmer or charging system. The patient stated she has had difficulty charging her ipg and has not been able to charge the ipg for some time. Surgical intervention may be taken at later date to address the issue.

Manufacturer narrative:
(B)(4). Correction/removal numbers: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs ipg was replaced.